Event description:
In 2008, the pt reported she switched to her backup insulin infusion device, as her primary device was not properly functioning. She stated on two days earlier, she inserted a new insulin cartridge, tubing, and battery into her primary device and everything was properly working. On the day prior to original date, she removed her device to shower, and when she tried to reconnect to the device, she had some difficulty before finally connecting the tubing to the pigtail. Her blood glucose reading at 1pm was 477 mg/dl and she gave herself an injection of 10 units of insulin. She stated she changed the pigtail and primed, but no insulin came out. She then changed to a new piston rod and primed, but again, no insulin came out. She stated during this time, she did not receive any alerts or errors on her primary device. She changed all her primary device accessories except the adapter to her backup device. She said she switched to her backup device and gave herself boluses until her blood glucose measured 91 mg/dl. To troubleshoot, and while the pt was still using the backup infusion device, she was instructed to insert an insulin cartridge, piston rod, adapter and batteries into the primary device and prime, which went through without error. She was then instructed to attach a tubing and prime, which successfully went through. The issue was not able to be duplicated. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.